Event description:
It was reported that the intraocular lens (iol) had an issue. Additional information received revealed that the leading haptic of the intraocular lens (iol) was caught between the piston and optic upon attempted insertion and the haptic got pulled off. There was contact with patient's operative eye. Another lens of different model (a 3-piece lens) was placed in the sulcus. No other intervention was required. The original lens was discarded. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.